Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level which displayed as "high"; however a specific value was not provided. Reportedly, customer had high ketones that were identified as life threatening by a healthcare provider. Cause of elevated bg was unknown. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU to address the elevated bg. Reportedly, customer was discharged 2-3 days later with the issue resolved and no permanent damage, however a specific date was not provided.